Event description:
Abutment fractured in mouth when dr. Was screwing it in. No patient injury.

Manufacturer narrative:
Date of event was reported a (B)(6) 2013, should have been left blank (unk). Recall # z-1215-2014.

Manufacturer narrative:
Product was discarded by the doctor and will not be returned for evaluation. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem (B)(4) and evaluation conclusion: design deficiency (B)(4).